Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. An additional endurant ii cuff was implanted approximately a year and five months later. It was reported that approximately a year and seven months post the index procedure the patient suffered a collapse with a diagnosis of anemia. It was reported the patient had epistaxis and had recently commenced double anticoagulation. The event resolved with treatment. It was also reported the patient experienced hyperglycemia on the same date which also resolved with treatment. The investigator assessed the events to be related to either the index procedure, device, re-intervention procedure or the aaa but this is not currently specified. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received 26 feb 2019; per the investigator the anemia is not related to device or the index procedure. If information is provided in the future, a supplemental report will be issued.